Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Additional information was requested, but no more information was received.

Event description:
It was reported that post-operative of a colon resection procedure, the patient had a drain placed after the procedure. The patient continued to have drainage several months afterwards. Eventually the clear drainage changed to fecal matter and the patient had to have another procedure to correct. No other details are presently known. The information given was third hand information. It is unclear what device was involved with the procedure. Additional information being requested.

Manufacturer narrative:
(B)(4).